Event description:
According to the surgeon, this patient began complaining of shoulder pain immediately following a spine procedure. After imaging studies were done, they determined that the poly was either severely worn or disassociated from the reverse tray. Patient complained of shoulder pain following spine surgery 5-7 years after primary reverse. The patient had a right side revision of exactech implants. Initial implant date unknown. Patient revised to exactech devices: the reverse baseplate and humeral stem. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
The revision reported was likely the result of disassembly between the humeral liner and humeral tray leading to subsequent metal-on-metal articulation between unintended components. The humeral liner disassociation can be confirmed based on the provided information and may have been the result of the patient¿s previous spine surgery as reported. Potential contributions from an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner cannot be confirmed from the reported information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.